Event description:
A patient undergoing operative procedure for probable peptic ulcer with (posterior penetrating prepyloric ulcer). When physician was attempting to use ethicon stapler the staples did not fire properly. Staples in device did not close all of the way. The stapler replaced and surgery completed without further incidence or untoward complications.